Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) that the aquarius set drew in air. There was no alarm from the machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.